Event description:
Information was received that the temperature of a smiths medical level 1 hotline blood and fluid warmer fluctuates and "goes into overtemp". No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one hotline warmer was received for investigation with a cracked reservoir tank cover and a damaged serial number label. The device also visibly had old style components including, the enclosure, pcb, and drain fitting. Upon power up of the device and functional testing, it was found that device went into an overtemp alarm and the temperature fluctuated down after the alarm came on. Based on the evaluation, the complaint was confirmed. The alarm was determined to be caused by a faulty thermistor, where measurements were not within specification. The faulty thermistor was as a result of "normal wear and tear".